Event description:
It was reported to boston scientific corporation that during unpacking of the uphold vaginal support system prior to the procedure, it was discovered that one of the needles was separated from its leg assembly. The physician completed the procedure with this uphold device with no complications to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned mesh assembly revealed that the needle, with a bit of suture, was missing from the blue dilator. Visual analysis of the returned capio device revealed that the needle, with a portion of suture attached, was observed captured inside the capio cage. Functional testing of the returned capio device showed that it operated freely, with no anomalies. The root cause for the reported event could not be determined.

Event description:
It was reported to boston scientific corporation that during unpacking of the uphold vaginal support system prior to the procedure, it was discovered that one of the needles was separated from its leg assembly. The physician completed the procedure with this uphold device with no complications to the patient.